Event description:
Bovie was set @ 60 coag/60 cut. Patient was grounded left upper lateral thigh. Bovie "tip" flamed during procedure after removal from knee joint. Removed and replaced during procedure.